Event description:
Zoll billing contacted zoll customer support to report that a (B)(6) year old male patient's spouse reported that the patient passed away. The patient's spouse also reported that on (B)(6) 2014, the patient was transported to the hospital by an ambulance. The patient's spouse told the emts about the lifevest and gave them the patient manual as a reference. In the emergency room, the patient rec'd a chest x-ray while wearing the device. The patient's physician noted that the x-ray was obscured at which point the patient's spouse notified the physician that the patient rec'd the x-ray with the lifevest on. The patient was transferred to a monitored room and passed away (B)(6) 2014. The death certificate lists the cause of death as natural causes. The patient's spouse believes that the obscured x-ray resulted in an inability to properly diagnose the patient resulting in the patient's death. It is unknown at this time whether the patient was if the device at the time of death. The patient's spouse did not allege a deficiency with the device or report a device malfunction.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned to zoll for evaluation. There is no evidence available at this time to suggest the device was unable to detect and treat while in use. A supplemental report will be sent if a deficiency preventing detection and/o treatment is identified upon evaluation. It is unknown at this time whether the patient was wearing the device at the time of death or not. The patient's spouse did not allege a deficiency with the device or report a device malfunction. Device manufacture date: sn (B)(4): 09/2012.